Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional. During surgery, fluid leak was observed in the tubing that goes to the pump; which is suspected to be a needle puncture during the closure of the wound. All components of the existing aus were explanted and replaced with a new aus. No patient complications were reported.